Event description:
Cardiac images are getting rings on the cardiac dose right phases. The images along with raw data were sent for eval.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).